Event description:
It was reported that patient experienced symptoms associated with pacemaker syndrome and during a post-implant device interrogation, it was observed the implantable pulse generator (ipg) was functioning in emergency vvi settings. It was noted the emergency button had been inadvertently pressed before ending the previous device interrogation. The device was reprogrammed to the appropriate parameters and remains in use. No further patient complications have been reported as a result of this event.